Event description:
It was reported that patient enrolled in a clinical study underwent hip arthroplasty in 2006. Intraoperative trochanteric fracture occurred. It was also reported that patient had an episode of bradycardia associated with type I heart block during procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.